Manufacturer narrative:
Concomitant medical products: 4068-45 lead, implanted: (B)(6) 1997.

Event description:
It was reported that the patient experienced a pocket infection and vegetation on the right ventricular (rv) lead. The patient was treated with antibiotics and cultures were taken. The implantable pulse generator (ipg) system was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.